Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. No additional information was available.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. No additional information was available. Additional information was received that the deep brain stimulation (dbs) patient underwent an explant procedure due to battery has reached end of life. The patient is doing well post operatively and the device will not be returned as it was disposed by facility.